Event description:
Three days after implant of the implantable cardioverter defibrillator (ICD) impedance measurements were greater that 3000 ohms and thresholds had increased to 5 volts. During a procedure to correct the issue, the proximal setscrew was observed to not be fully tightened down. Attempts to tighten the setscrew were unsuccessful, therefore the device was removed. A new ICD was successfully implanted.

Event description:
Event description guidant received information that three days after implant of the implantable cardioverter defibrillator (ICD) impednance measurements were greater that 3000 ohms and thresholds had increased to 5 volts. During a procedure to correct the issue, the proximal setscrew was observed to not be fully tightened down. Attempts to tighen the setscrew were unsuccessful, therefore the device was removed. A new ICD was successfully implanted.